Manufacturer narrative:
Date of event: used the first date of the month of the bsc aware date since event date not provided.

Event description:
It was reported that shaft break occurred. A 2.00mm x 12mm emerge balloon catheter was selected for use. However, it was noted that the balloon was cracked and it wouldn't go over the wire. There were no patient complications nor injuries reported.